Manufacturer narrative:
(B)(4). Approximate age of device- 2 years and 1 month. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented with gastrointestinal bleeding (gi) on (B)(6) 2018. The source was identified and clipped. No further information was provided.